Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the visual inspection has shown that the standard locking slot of the expert a2fn nail is damaged as complained. There is a heavy notch visible were the drill bit hit the nail. In general the nail in a good condition with no further visible damages. The complaint condition is confirmed as the standard locking slot of the expert a2fn nail is damaged as complained. A functional test to replicate the reported condition could not be done. Dimensional dimension was performed at the time of manufacturing according to the test instruction se_169505 rev. Af. This production lot was manufactured in september 2017 and the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformity reported. The investigation found no manufacturing related issues that would have contributed to this complaint condition. A definitive root cause for the damage could not be determined. The provided information indicate that there was a technical issue during drilling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part: 04.009.352s, lot: l551599, manufacturing site: mezzovico, release to warehouse date: 21.sep.2017, expiry date: 01.sep.2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.,part: 04.009.352s, lot: l551599, manufacturing site: mezzovico, release to warehouse date: 21.sep.2017, expiry date: 01.sep.2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complaint is confirmed as we are able to confirm complaint description (as a hole is visible damaged) based on the received pictures. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device history: lot part: 04.009.352s, lot: l551599, manufacturing site: (B)(4), release to warehouse date: (B)(4) 2017, expiry date: 01.sep.2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the surgeon attempted to insert locking screw 5.0 into proximal static locking hole. While drilling the locking hole, the drill bit 4.2 hit the nail and caused the locking hole to become defective. There was a one (1) hour surgical delay. Concomitant device reported: unk - screw:locking (part# unknown; lot# unknown; quantity: unknown). Unk - drill (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) expert a2fn nail ø10 r cann l360 tan lig. This is report 1 of 2 for (B)(4).